Event description:
A pcs21 was fired during a esophagectomy. Upon removal, the surgeon saw that the tissue was cut and the staples were partially underformed and partially formed. Another device was used and the pt is doing well.

Manufacturer narrative:
Two devices were returned and evaluated. The first device had three staples jammed on the top of the spline tube, which appear to have come from another staple line and all staples were fired. The device was reloaded and performed as intended. The second device was not fired. The device was test fired and performed as intended. The cause of the event is unk. Actions: the issue with underformed staples will be monitored to further investigate the root cause and trended to determine if a corrective action is warranted. The training group has been requested by qa to communicate to the sales rep to ensure that the anvil is properly hooked onto the trocar before the device is closed.